Event description:
A patient undergoing therapy was monitored for using the suspect medical device. Results generated for three months in 2007 and in 2008 were 307 copies/ml, 491 copied/ml, target not detected (tnd) and tnd, respectively. Testing in 2008 also yielded tnd results. Because cd4 count was dropping, the treating physician requested additional testing using another test. Bdna results indicate a viral load of 117, 248 copies/ml. Testing the following month on a new specimen collection generated results of tnd for the cobas ampliprep/cobas tagman test and 14,398 copies/ml by bdna test.

Manufacturer narrative:
It is unknown when patient treatment was initiated or if it was altered based on these results. An investigation is in progress to get more details regarding the incident. Sample material has been identified to be sent for sequencing. 2008.